Event description:
The customer reported that the numbers on the insulin pump began scrolling on their own. When the keys were pressed, the numbers kept going up. The blood glucose reading was 146 mg/dl. The patient did not recall any significant events that led to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No screen scrolling or numbers going up noted. Insulin pump had a cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.